Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the emergency room (ER) after experiencing a shocking or jolting sensation. The patient's implantable neurostimulator was turned off per physician's directions. There was no shocking sensation with the stimulation turned off. It was later reported that the patient experienced an overstimulation sensation with the device turned on. Additional information reported that the patient's stimulation was "too strong" in the vagina when voiding. The patient had a urinary tract infection. The cause of the shocking and overstimulation sensations were unknown, but possible due to "too much stimulation." All impedance readings were within normal limits. The patient's device was reprogrammed on (B)(6) 2011. The left side was changed from 0-, 1+ to 2-, 3+. The right side was changed from 4+, 5- to 4-, 6+. The pulse width was changed from 210 to 240. The rate was changed from 15 to 20. The patient, subsequently, "felt comfortable stimulation." The patient did not require hospitalization and there was no injury to the patient.